Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast","up" and "down" keys as unresponsive. The pump was returned with the keypad torn. The keypad was removed for investigation, and evidence of keypad contamination was located under the "contrast","up" and "down" contact buttons. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up, down, and ok buttons are not responding appropriately. The buttons are sticking. Boluses are getting cancelled, scrolling is very difficult. No rips/tears in the keypad. The pump is worn attached to a belt and is not cleaned. There are reportedly no adverse events or blood glucose excursions related to this issue. This complaint is being reported because the alleged keypad malfunctions remained unresolved.